Event description:
It was reported that the warmer failed electrical safety. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in poor condition with a cracked reservoir tank cover and enclosure at the bottom under the drain fitting. Fluid ingression noted around the tank cover and drain fitting. Device also contained old style components. Missing rubber feet. Performed electrical test and failed. The root cause of the reported issue was found to be a defective heater. Actions were taken to mitigate the reported issue: due to the age and condition, device was deemed beyond economical repair and will be scrapped. A corrective and preventative action has been opened to address the reported issue.